Manufacturer narrative:
Minimal or no maintenance was performed on this light system which was installed 15 years ago. Periodic maintenance is recommended. Lack of maintenance appears to be a significant contributing factor to the yoke weld breaking. The yoke was replaced.